Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 10056840. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During an endovascular embolization procedure on (B)(6) 2026, the healthcare professional reported that while the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 10056840) was being delivered, the stent became detached from its delivery wire in the introducer. The physician removed the stent and replaced it with a new stent to complete the procedure using the original microcatheter. There was no negative impact on the patient. On 15-jun-2026, additional information was received. Per the information, the procedure was targeting the middle cerebral artery (mca). There had been no resistance during the advancement of the stent. Aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). There was no clinically significant delay to the procedure due to the reported issue.